Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 22 mg/dl associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the black box showed evidence of a time/date reset after a pump reboot on (B)(6) 2015. The total daily dose (tdd) history showed 2 records for (B)(6) and (B)(6). A manual time change was made on (B)(6) from 02:48 to 14:47. The pump was exercised for 24hrs with the returned battery and cartridge caps. After 24hrs the battery was removed for 6hrs. The bench testing confirmed that when the battery was reinserted after 6hrs without power, the time/date reset to default setting. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the internal battery was confirmed to be leaking. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.